Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
A penumbra neuron select catheter 070 was pulled from the box and had four sequential tears in the sterile pouch.